Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing thresholds. A decrease in the impedance measurements was noted when a left ventricular assist device was implanted. The representative had no additional information. This ra lead remains in service. No adverse patient effects were reported.